Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation, it is probable that the incident occurred due to the use of a high-frequency device without maintaining sufficient distance from the tip. Additionally, based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in nozzle. Additionally, distal end and cover was burned. There was no patient involvement.